Manufacturer narrative:
The device has been requested, but had not yet been received. Should the device or additional information become available a follow-up report will be filed.

Event description:
The facility reported a non-delivery. There have been no incident reports filed since the last baxter service event. No additional information.